Event description:
It was reported that a pump critical alarm was heard and confirmed by telemetry due to an empty reservoir. The patient had not come for their last refill, because he was not planning on using the pump any longer. The device system was used to deliver lioresal. The physician planned to fill the pump with saline and program it to 0.048 ml/day, which it was understood would deliver 24 g/day of baclofen to the patient. No patient symptoms were reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information later received indicated that the patient did not return to the clinic for refill as instructed. The patient/patient's family let the pump run dry as they did not want/need the intrathecal baclofen pump any longer. The patient/patient's family tried to manage the patient's spasticity with oral baclofen and "failed". The patient had painful spasms with the use of oral baclofen. The patient was without injury and did not require hospitalization. The pump was refilled with normal saline; and the reservoir volume was checked after 1 week and no discrepancies were found. The reservoir was then filled with baclofen. The pump was approaching its end of life. The patient was referred to a neurosurgeon for a pump replacement which was scheduled for (B)(6) 2012.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).